Event description:
Five different reddick catheters had holes in the balloons. The defects were found during pre use check in accordance to IFU. No pt injuries.

Manufacturer narrative:
An MDR decision tree for complaint reporting was reviewed and all devices complaints are not considered to be reportable. The malfunctions were found when complaint devices were evaluated by the hosp during the pre-use check. A pre-use check is a requirement in the IFU. Only one device was returned for the eval. We were able to confirm the failure. The root cause of malfunction is inconclusive. The device history records were reviewed and all mfg and quality inspections were completed in accordance to the instructions. Please note that devices were not used in the pt, and there are no pt injuries happened. List of the complaint devices/lots: lot# rst1357, mfg date: 07/2008, exp date: 03/2011. Lot# rst1374, mfg date: 09/2008, exp date: 07/2011. Lot# rst1297, mfg date: 01/2008, exp date: 10/2010. Lot# rst1442, mfg date: 07/2009, exp date: 05/2012.